Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the mega suturecut needle driver instrument had snapped wires at the tip. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega suturecut needle driver instrument was inspected prior to use. The issue occurred while suturing. There were no issues related to opening/closing of the grips or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There were not any cables visibly protruding from the distal end of the instrument. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver was returned and evaluated by the failure analysis (fa) team. Fa replicated/confirmed the customer reported complaint. The instrument was found to have broken grip cables at the idler pulleys. The cables were fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found a broken pitch cable that potentially contributed to the broken grip cable. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found broken grip cables that potentially contributed to the broken pitch cable. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have the chassis broken into pieces. Components adjacent to this broken chassis show damage. Broken input disks were the affected adjacent components. The instrument was found to have all five input disks #4, 5, 6, 7, and 8 completely detached.

Event description:
Refer to h10/h11 for follow-up information.